Event description:
The user is reported as having a latex allergy. The user used the tape, and the areas where she used the item are now red and inflamed. The user used the tape on her skin, and it was itching and burning - the next day, the skin boiled up into blisters. The user called urgent care, and her pcp said to put cream on it and benadryl. She was using an ace bandage on top of the tape that had latex in it, and she is allergic to latex. However, she broke out in blisters everywhere the tape touched, but only had a red irritation where the ace bandage had touched. She took off the bandage thinking that was causing the irritation, but then fell asleep with the tape on, and woke up with her whole hand and arm on fire. She took off the tape, and had blisters all over her skin. She is a massage therapist, so she had to replace the bandages for every customer of hers - she did not miss work, but was seen by her doctor. The tape is reported as having been used on the user's wrist and between her forefinger and thumb, and up her forearm/elbow. Specific injury information made known to compass (B)(4) 2017.